Event description:
The physician intended to use a sprinter legend balloon to treat a lesion in the rca. No abnormalities were noted during device inspection and preparation before use. No pre-dilation had been performed prior to attempted use of the sprinter legend balloon. There was a previously implanted stent located proximal of the lesion. The target lesion exhibited excessive calcification and 90% stenosis. There was no stenosis proximal of the lesion site. It was reported that the sprinter legend balloon ruptured at the lesion site. The physician removed the balloon and used a non-medtronic balloon as replacement. The physician commented that the excessive calcification at the lesion site may have led to the balloon burst. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and excessive calcification) no results available since no evaluation performed (device or procedural images not provided for review) none (device not returned for evaluation) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis and excessive calcification) unable to confirm complaint (device or procedural images not provided for review) device not returned. (B)(4).